Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: device history record (DHR) review conducted: part: 03.133.101s, lot: 7531p41, manufacturing site: werk selzach , supplier: (B)(4), release to warehouse date: 15 aug 2023, expiration date: 01 aug 2033. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on (B)(6) 2024, the patient underwent an orif surgery with a va-dhp plate for a humeral shaft fracture. The surgeon used a va drill sleeve to drill the 5th hole from the distal end. The image intensifier showed that the tip of the drill bit had broken off at about 2 cm from the tip, and the tip remained inside the body. A k-wire that was temporarily holding the fracture was removed to free the fracture site. To remove the broken tip, the surgeon used a sharp spoon and medullary forceps to gradually shave the portion of the medullary cavity where the broken tip was stuck, and when the broken tip could be moved, the broken tip was eventually removed from the anterior cortex. Intraoperatively, an image intensifier was used to confirm no broken fragment of the drill bit left, and the lengths of the tip and base of the drill bit were also measured to confirm that there were no internal remains. The surgeon commented that the patient had very good bone quality. The drill bit broke off due to continued drilling with the drill bit repelled and bowed by the cortex of the olecranon fossa. The surgery was completed successfully with sixty (60) minutes delay. Patient outcome is reported as stable. No further information is available. This report is for one (1) 2.0mm drill bit qc 140mm ster 60mm calibration. This is report 1 of 1 for complaint (B)(4).